Event description:
It was reported to resmed that a pt was hospitalized for acute respiratory failure due to a flow sensor error which led to a device malfunction.

Manufacturer narrative:
Examination of the device found evidence of water damage to the engine and flow sensor. All other components conformed to specification. It was reported by the pt's husband that the device and humidifier had been dropped, and this may have led to the water contamination. The user manuals of the device and humidifier contain warnings and cautions regarding the safe use of water, including a warning not to operate the device if it has been dropped or damaged.